Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated, since (B)(6) 2015 maximum right ventricular (rv) lead capture thresholds consistently measure greater than 2.5 v.

Event description:
It was reported that the patient had a syncopal episode. The right ventricular (rv) lead had ventricular capture values which were out of range. The device and lead remain in use. No further patient complications have been reported as a result of this event.